Manufacturer narrative:
Na.

Event description:
The international distributor reported the snubber board on the ventilator power supply showed signs of overheating. The ventilator was not in use on a pt therefore, there was no pt harm or involvement. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.